Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was received inside the sealed packaging. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any abnormalities that would have cause or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that a low battery warning was reported on an insertable cardiac monitor (icm) prior to insertion. Following established protocol, the device was held at a stable room temperature for an extended period to allow for possible resolution of the alert. Despite this precaution, the warning persisted, confirming the device was not suitable for use. The icm will be returned to the manufacturer for analysis. The icm was not using in an implant procedure at this time. There was no patient involvement. Additional information: the device was given 24 hours, as advised by technical services, but I still received the low battery error code. As a result, the icm was returned for analysis.